Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary angiography was performed by the customer and pressed again the footswitch to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch was unable to trigger x-rays. Review of the system log file showed that there was no x-ray output when the footswitch was pressed. To resolve the issue, fse replaced the wired footswitch. The defective footswitch was returned to philips for analysis and revealed no failures; however, the cause remains undetermined. Additionally, issues such as a missing anti-slip feature and a loose bracket were identified. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.